Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-30418. It was reported that the patient experienced a fall which resulted in lead migration which was confirmed via imaging. As a result the leads were replaced on (B)(6) 2020. Therapy was restored post-operatively.